Manufacturer narrative:
The event of patient having an open area of skin near ipg site was reported to abbott. Surgical intervention was undertaken wherein the patient's leads were explanted prophylactically and the patient's ipg was explanted due to a possible infection. The patient's blood work was later assessed and cleared of any signs of infection. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had an open area of skin near the site of the ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted prophylactically and the patient's ipg was explanted due to a possible infection. The patient's blood work was later assessed and cleared of any signs of infection.